Manufacturer narrative:
According to received information, no parts were replaced to solve the issue. The customer informed that the alarm has not reappeared for 3 days of ventilation on lung test and decided that the evaluation by field service engineer is not needed. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has not been determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated technical error code indicating control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).